Event description:
The physician attempted to revascularize a tortuous occluded vessel using the penumbra system. The physician reached the site of the occlusion and used the penumbra stroke system for "a few moments" then stopped using the penumbra system and proceeded with lytics. Moments later, an sah bleed was discovered. The patient was discharged and recovering. As of (B)(6) 2010: the event was stated as having a "probable" relationship to the study device and is "unrelated" to the angiographic procedure.